Manufacturer narrative:
Device was initially received for the complaint that the speaker did not working properly. During investigation found the damaged downstream occlusion seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found the lens damaged and dso (downstream occlusion) seal damaged. The complaint was confirmed during testing. Defective components were replaced with the new ones. All tests were performed successfully.

Event description:
It was reported that the speaker did not working properly. During investigation found the damaged downstream occlusion seal. This malfunction makes the event reportable. The event happened during testing and there was no patient involvement.